Manufacturer narrative:
(B)(4). Note: inspection of the returned product shows the cuff was received with the look not attached to the biothane strap. The rivets holding the lock strap came loose from the cuff strap, but the lock itself was not broken. The lock functioned properly when the key was used to unlock it. Note: instructions for use warning: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and lop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. (B)(4).

Event description:
Customer reported the lock is broken. The rivets that are anchoring the lock to the cuff has let go during use. Customer is not sure how this happened. There was no pt incident or injury reported.